Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states that patient is currenlty at (B)(6) hospital having symptoms of shortness of breath and some blood pressure problems but nothing directly linked to the atrial noise and atr's. Sales representative was called to check the device by dr. (B)(6). Patient has lots of (atr) atrial tachy response movements. Threshold and sensing and impedance are good and stable, impedance also stable while recreating noise. Device is programmed to bipolar for pace and sense for atrial and ventricular. Atrial sensivity is set to 0.smv, p-waves are 1.6mv. Apace 40%, 2% in the ventricle. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).